Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt- d) system exhibited intermittent loss of capture (loc) on the left ventricular (lv) lead channel. Technical services (ts) was consulted, and it was planned to have an in-office review of the system to increase the pacing output. No adverse patient effects were reported. This system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).